Event description:
The customer states that an axsym cmv igg assay result of negative (6.5 au/ml) was generated on a sample taken from a pregnant female patient. One week later, the clinic questioned this result because the newborn infant generated a cmv igg positive result of greater than 250 au/ml. The infant's sample was then retested on another axsym analyzer in the lab and generated a result of greater than 250 au/ml. Two days later the mother's sample showed evidence of particulate matter (gel or fibrin). The sample was cleared and retested in a sample cup and generated a result of greater than 250 au/ml on the same analyzer the initial negative result was tested on. Controls have been within specifications. A review of the instrument's error history log found error code 3502 (probe obstruction detected, sample tube, sample center) occurring at the approximate same time as the sample generating the false negative result was being tested. There is no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.